Event description:
It was reported that during the implant procedure, the atrial lead could not be screwed into the implantable pulse generator (ipg). It was also noted that the lead was difficult to advance through the sheath. The device and lead were not used, procedure was completed with another device and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. The analyst noted that the introducer insertion was performed, result was passed. The lead passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.